Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with no delivery alarms and high blood glucose levels. The customer's blood glucose level was reported to be 427mg/dl. The customer was reported to have treated with manual injection. Troubleshoot was reported to be conducted. It was reported that the no delivery alarm was resolved by a complete set change. It was reported that the customer insisted on pump replacement. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked reservoir tube lip.